Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at a hill-rom service ctr not in use. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake pads worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.